Event description:
Account reports "around 7 complaining between 2-3 days" in which device "popping off" of catheters when used with pediatric pts in the ER. Account reports 3 lost peripheral ivs but no pt injuries reported.